Manufacturer narrative:
The device was returned due to noise. Electrode 15 was dislodged and read as an open circuit. Dissection revealed conductor wire 15 had been fractured proximal to the weld joint, consistent with the open circuit detected and the reported noise. Electrode 16 met specifications of an acceptable resistance value with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the dislodged electrode and fractured conductor wire is consistent with damage during use.

Event description:
This report is to advise of an event of a displaced electrode found during analysis, confirming the reported signal issue.